Event description:
It was reported that during a procedure it was observed that the the surgeon was able to seat the cup with the broken instrument. The impaction plate broke off the handle when the surgeon was impacting the cup. He was able to seat the cup with the broken instrument. No consequence to the patient due to the event. The surgery was not prolonged due to the event. No legal action.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.